Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via website form that the device failed the audio test. Troubleshooting was not performed. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.